Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call to have received a blank display and a failed battery test alarm. His blood glucose was unknown. He said that the battery kept dying and then the pump would shut off. The customer said that he kept receiving a bad battery alarm and then a weak battery alarm. He mentioned that he had been walking around with the pump in his pocket and thinks that that may have been the issue. After troubleshooting for blank display, the customer stated that the display returned. A battery cap will be sent to him to rule out any possibilities. After troubleshooting for the failed battery test alarm, the alarm did not recur. Troubleshooting for weak battery alarm was offered. The customer called back a few days later, after receiving the replacement battery cap, and said that he is still getting a failed battery test alarm and a blank display. During failed battery test alarm and blank display troubleshooting, the customer is calling back after receiving a replacement battery cap. He used a new battery and the alarms recurred. He was advised that the pump needed to be replaced, to discontinue use of the pump and to revert to the back-up plan per his doctor¿s instructions. The pump will be returned for analysis.

Manufacturer narrative:
Insulin pump received with blank display and constant tone due to moisture damage on the electronics assembly. Unable to perform all functional testing including the operating currents, error test, rewind, basic occlusion, occlusion, prime and excessive no delivery test or verify failed battery test alarm and weak battery alarm due to blank display. Pump received with moisture damage motor, vibrator, keypad and battery tube assembly. Pump received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window, cracked belt clip slot, stained end cap sticker and cracked battery tube threads.